Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. Physician explanted the implantable cardioverter defibrillator and the atrial and ventricular leads. No patient consequences post procedure.